Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.